Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation tests". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy post-essure"), psychological trauma ("psych injury") and vaginal infection ("vaginal infections") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the menorrhagia, dysmenorrhoea, dyspareunia, allergy to metals, psychological trauma, vaginal infection and weight decreased outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, menorrhagia, psychological trauma, vaginal infection and weight decreased to be related to essure (ess205). The reporter commented: plaintiff received treatment for psych injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event injury was updated to events:dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), psych injury, menorrhagia (heavy menstrual bleeding), nickel allergy post-essure, vaginal infections, weight loss and plaintiff did not undergone essure confirmation tests. Essure implant and explant date were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation tests". The patient's medical history included genital bleeding. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy post-essure/nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacteria") and anxiety ("anxiety") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced depression ("psych injury/depression"), vaginal infection ("vaginal infections") and abdominal pain lower ("pain: lower abdominal"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the menorrhagia, dyspareunia, allergy to metals, depression, vaginal infection, weight decreased, bacterial infection and anxiety outcome was unknown and the dysmenorrhoea, vaginal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, anxiety, bacterial infection, depression, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure (ess205). The reporter commented: plaintiff received treatment for psych injury. Current weight as of (B)(6) 2019: 130 lbs. Approximate weight at the time of essure placement 122 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: plaintiff fact sheet received. Events: abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: bacteria, pain: lower abdominal pain were added. Event pt psychological trauma was replaced with the events: depression and anxiety. Event outcome was added for the events: lower abdominal pain, cramping, abnormal bleeding (vaginal). Event onset date was updated. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.